Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event it was reported that during a demonstration it was observed that two broach adapter devices were not tight and kept popping open when the impactor device was running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the serial number was documented as unknown in the initial medwatch report. The correct serial number (B)(4) has been documented in this medwatch report. UDI: (B)(4). It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (november 2, 2017) has been updated to reflect the date the device was manufactured. The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.